Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger connector problem) has been confirmed. As received, the charger would not charge. Upon evaluation, the power unit connector was damaged. The cause of the inability to connect with the charger and the inability to charge is a damaged power supply connector. The pins in the power supply connector were recessed. The root cause of the recessed power supply connector pins cannot be positively identified. No adverse event resulted from the defective power supply connector. The patient was issued a replacement battery charger.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the power supply plug on her battery charger was loose and the battery charger would not power on properly. The patient was issued a replacement charger.